Event description:
The clinic reported that a laser vision correction patient presented at the one day post operative visit with dlk, (diffuse lamellar keratitis). The patient's ucva (uncorrected visual acuity) was 20/20 in both eyes (ou). The patient was treated with steroid eyedrops. No further information was provided.

Manufacturer narrative:
An amo field service engineer inspected the system and no issues were found that related to the reported event. All pertinent information available to abbott medical optics has been submitted. Placeholder

Manufacturer narrative:
Patient had an epithelial defect in the right eye and a bandage contact lens bcl was placed. (B)(4). Placeholder.